Manufacturer narrative:
Product complaint # : pc-(B)(4). Investigation summary : examination of the returned device found evidence to support disassociation of the liner from the cup while implanted. This device was manufactured on 14-nov-2016. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot : 1) quantity manufactured: 40. 2) date of manufacture: nov 2016. 3) any anomalies or deviations identified in DHR: 2 parts scrapped at the cleaning step. 4) expiry date: 31-oct-2021. 5) IFU reference: (B)(4).

Event description:
Additional information received indicated that the affected side was the right hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of pe hip-inlay unknown side after about 4 years because of pe wear. Doi: unknown, dor: (B)(6) 2021.

Event description:
Medical records reviewed: on (B)(6) 2017, the patient underwent a primary right hip arthroplasty due to advanced coxarthrosis with existing dysplasia. Depuy acetabular cup, poly liner, depuy corail stem, and metal head were implanted. There were no indicated intra-operative complications. On (B)(6) 2021, the patient underwent a right hip revision to address poly liner wear. The surgeon noted subluxation that was causing noises. The head and liner were revised. There were no indicated intra-operative complications.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 health effect - clinical code: appropriate term / code not available (e2402) used to capture the joint injury.